Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v503891, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient fell three weeks prior. The patient had a computerized axial tomography scan and it showed that the lead had ¿wrapped into a muscle.¿ no interventions were reported and no outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.